Event description:
Event was determined to reportable based on analysis completed on 02/24/2009. It was reported that during preparation for an interventional radiology procedure, advancement difficulties were encountered. Upon attempting to advance the 30mm x 4.0mm maverick2 monorail ptca catheter a 0.014 guide wire, resistance was encountered and the catheter would not fit over the guide wire. The procedure was completed successfully with another of the same device. The device had no contact with the pt. Device analysis revealed a separated shaft.

Manufacturer narrative:
Product analysis could not verify the reported difficulty because the returned condition of the device prevented functional testing. Analysis verified distal tip damage, shaft damage and shaft detached/separated. The guide wire was not received with the returned device. Visual and microscopic examination of the returned device revealed shaft damage and tip damage. There were no shaft kinks found. The shaft of the catheter was inspected and the inner has been separated 4 centimeters from the guide wire exit notch. The inner of the shaft was accordion 9cm from the location of the inner separation up to 0.5cm from the distal edge of the proximal marker band. The tip was also inspected and it appeared flared. It was not possible to determine how or when the damage occurred. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause is handling damage.